Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ten inappropriate therapies were delivered and the physician suspects it was related to the patient's condition. The device was reprogrammed and the patient was stable.